Event description:
A jag precursor was used for a therapeutic biliary duct procedure. During the procedure, the cut wire was found to be exposed 10 centimeters from the distal end of the guidewire. Another device was used to complete the procedure.